Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had an elevated blood glucose level of 600mg/dl. Elevated blood glucose levels were treated by administering a correction bolus, and the issue resolved.